Event description:
Healthcare professional reported that approx 23 months post implant the valve was removed due to cuspal tears. This is the same pt as reported in clinical follow-up i195108--at that time the mitral valve was replaced.